Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision cup 5, cat# unk, lot# unk, 28 standard v taper head, cat# unk, lot# unk, mdm liner, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the device(s) cannot be performed as the device(s) was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the surgeon did a revision total hip due to infection removed all listed parts and put in antibiotic spacer.